Event description:
It was reported that the catheter was inspected repeatedly for integrity prior to insertion. After insertion, seepage had been continuing at the insertion site with water outflowing all the way (no infusion during the period of time from catheter insertion to discovery of seepage). Numerous seepage was found immediately after catheter insertion. The use function of the catheter was affected. The catheter in this patient did not perform properly and the intended indwelling duration for therapy could not be achieved. It was reported this occurred with three devices. This file addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3896 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.